Event description:
The facility's biomed coordinator reported an infusion pump with an 812:00 failure code. The biomed coordinator stated they have no record of any patient incident involving the pump since the last baxter service event. Device failure occurred during patient use. It is unknown if there was any patient injury or medical intervention during failure. Baxter requested specific patient information regarding whether medication was being infused, infusion rate, volume to be infused, bag or syringe used, tubing, but no additional information was available. Additional contact information was requested, but not provided.